Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. Technical services (ts) recommended a full lead evaluation. This patient was not pacemaker dependent at this time and there was no oversensing observed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. Technical services (ts) recommended a full lead evaluation. This patient was not pacemaker dependent at this time and there was no oversensing observed. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was capped and replaced with a new lead, due to the previously mentioned impedances issues. No additional adverse patient effects were reported.